Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported issue most probably resulted from a short circuit.

Event description:
Reportedly, the status light of the home monitor remains orange. Preliminary analysis revealed that the reported issue most probably resulted from a short circuit.

Manufacturer narrative:
- Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. - in-depth analysis of the returned unit revealed that the confirmed issue is due to a short circuit between the printed circuit board (pcb) and the ground. - the root cause of this short circuit is most probably associated to an issue at the manufacturing level.

Event description:
Reportedly, the status light of the home monitor remains orange.